Event description:
On (B)(6) 2012, the distributor contacted animas stating that the ok keypad button was unresponsive. There was no additional information available for this complaint. There was no reported adverse event associated with this complaint. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. During testing, the original complaint of the unresponsive ok keypad button was not confirmed or duplicated. All keypad buttons were found to be responsive to button presses and were functional. The buttons had spring back and click. There was no evidence of contamination found under the contacts. Evaluation revealed that the keypad flex connector was not fully closed.